Manufacturer narrative:
Based on the information received the root cause of the reported incident was lead migration.

Event description:
Related manufacturer report number 3006705815-2020-33261. It was reported the patient's leads had migrated surgical intervention was undertaken during which the existing leads were explanted and replaced. It is unknown which leads are related to the issue. Therefore, all the suspected devices are being reported.